Manufacturer narrative:
Correction made to g1: vantive healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states. Previously submitted as: ecm - baxter healthcare - haina parque industrial itabo, piisa carretera sanchez km 18.5 haina, san cristobal 91000 dominican republic. H11: the device was received for evaluation. Visual inspection was performed and a cut/slice/hole was observed on the tubing of the patient line. Leak, clear passage, and clamp function testing were performed, and a leak was observed from the hole in the tubing. The reported condition was verified. The cause of the cut/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of three of peritoneal dialysis therapy. During troubleshooting, the caregiver (cg) stated the patient line had a crack that led to this alarrm. Renal therapy services (rts) reviewed proper procedures per the user manual with the reporter.there was no report of patient injury or medical intervention associated with this event. No additional information is available.